Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover had a burn and e227 (endoscope communication failure) occurred. Based on the results of the investigation, a probable root cause could not be identified for the customer's allegations. The most probable cause off the e227 error code is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The cause of the burn on the c-cover is possibly due to the use of a high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed scope communication error codes e216 and b30. There were no reports of patient involvement.